Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical record received. After review of medical record, patient was revised to address metallosis. Revision notes stated that a rush of fluid was seen which was brown and consistent with metal reaction fluid. The head was disimpacted from the trunnion and there was shown to be corrosion on the trunnion itself. Liner was removed. Patient experienced pain and discomfort. Doi: (B)(6) 2010 - dor: (B)(6) 2020 (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.